Event description:
It was reported that during a gastrectomy, could not release with release button. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4: serial#= na